Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit¿s (mpu) bottom housing and patient cable was confirmed via analysis of the returned mpu (serial number: (B)(6)). The returned mpu was evaluated at the european distribution center. Visual inspection of the returned mpu revealed a small crack on the bottom housing and another small crack on the mpu battery door. The rubber casing on the mpu patient cable was also observed to be loose. The unit was functionally tested and found to operate as intended during analysis; the damaged parts did not affect the functionality of the unit. The damage mpu housing, battery door, and patient cable were replaced, and preventative maintenance was performed. A full functional checkout was then performed and the unit passed all tests without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu)'s bottom housing was cracked and patient cable's rubber housing was coming loose.